Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins battery was completely depleted. The rep tried to interrogate the ins and initiate a physician mode reset, but the ins was unresponsive. It was reported that the patient wants to hold off on replacement for the time being as the pain was resolved. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was not using his implantable neurostimulator (ins) because it never helped with the pain across their back, they stopped recharging it and now the patient was in need of an MRI of the head. The caller stated that they couldn't get the ins to do anything and thought that it was completely discharged. Both the patient programmer (pp) and the implantable neurostimulator recharger (insr) didn't work, there was a crack across the inner circle of the insr antenna and the screen was blank. It was unknown when the patient tried to last charge their implantable neurostimulator (ins). On (B)(6) 2019, the patient and his wife reported that the insr was showing the reposition antenna screen and the pp showed the poor communication screen. Initially, the pp screen did not power on, but it was resolved once the batteries were replaced. On (B)(6) 2019, a manufacturer representative (rep) later reported that the patient¿s ins died sometime within the past few years. The rep attempted to interrogate the ins with power on reset (por) pro tocol but was unsuccessful. In the end, it was noted that the caller was waiting for a call from a healthcare professional (hcp). There were no further complications reported or anticipated.